Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The ipp was removed and replaced with ambicor penile prosthesis.the product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.